Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 2/1/2016: litigation received. Litigation alleges weakness and pain. There is no new information that would change the existing investigation. This complaint was updated on: 2/10/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain. Doi (B)(6) 2010 - dor (B)(6) 2013 (hip). The devices associated with this report were not returned. Review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update rec'd 2/1/2016: litigation received. Litigation alleges weakness and pain. There is no new information that would change the existing investigation. This complaint was updated on: 2/10/2016 update 2/3/17- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and metal ion labs at an unacceptable level (no labs provided). An unknown stem is being added to the complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.